Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel below the knee. A 200 cm, 8 cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. However, when a non-bsc balloon catheter was inflated, the tip of the wire broke off. The device was completely removed together with the balloon catheter. The procedure was completed with a 300 v-18¿ control wire¿. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch together with an unknown catheter. The unit returned has distal tip bent, as part of overall visual revision. The device has the distal tip kinked and the polymer of the tip is detached; the core wire measures 200 cm. Together with the device, a non boston scientific catheter was returned. The outer diameter (od) of the middle and proximal section of the device were within specification; however, the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in a vessel below the knee. A 200cm, 8cm poly tip v-18 control wire was advanced to cross the lesion. However, when a non-bsc balloon catheter was inflated, the tip of the wire broke off. The device was completely removed together with the balloon catheter. The procedure was completed with a 300 v-18 control wire. No patient complications were reported and the patient's status was good.